Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd pump. The customer reports non-specific issue. The unit was sent to a covidien service center. Upon triage, a service technician found the power cord is damaged with exposed (+v) copper wiring. No arcing is present.